Manufacturer narrative:
Date of event: unknown. Medical device expiration date : unknown. Medical device lot #: the customer provided lot # 1238429. This does not match the catalog number provided. Initial reporter email address (b) : (B)(6) initial reporter email address (c) : (B)(6) medical device manufacture date : unknown. Investigation summary : exec summary - no physical device samples were returned. As no physical sample, picture sample, or associated lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. No review of the complaint lot history check for leakage was able to be performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 3 bd hypo-posiflush-anesthesia syringe/needles leaked. The following information was provided by the initial reporter : the distributor reported a consumer has had a few complaints of their bd needles leaking. Date of event : unknown.

Event description:
It was reported that 3 bd hypo-posiflush-anesthesia syringe/needles leaked. The following information was provided by the initial reporter : the distributor reported a consumer has had a few complaints of their bd needles leaking. Date of event : unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-apr-2022. H6: investigation summary : it was reported the needles are leaking. To aid in the investigation, three samples connected to 3ml syringes were received for evaluation by our quality team. Each sample was connected to a syringe with saline solution and all had leakage from the plastic needle hub. A visual inspection was performed and each needle hub had a hole. The location of the holes measured from the bottom of the needle hub varied. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator inducing the damaged. As the lot number provided is 'unknown,' a device history record review could not be completed. Verification of the cannulator was performed. The settings were correct and the flow of products was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.